Event description:
A malfunction alarm with the code malf 12 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and advised to contact support if any malfunctions happen again.